Manufacturer narrative:
The insulin pump was received with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. No display ramping on its own anomaly noted. However, the operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was over 500 mg/dl. When the customer wanted to program a bolus, her blood glucose level would change without pressing the buttons. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.